Event description:
Medium vcare device (ref 60-6085-201a, lot 201805011) was introduced into surgical field. Resident and surgeon attempted to place device in cervix and balloon would not remain inflated to hold device in place. Replacement vcare device retrieved and worked well. There was no harm to the patient.